Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model fem10060 endovascular stent graft was allegedly experienced fracture. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.